Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right rupture, "peri-prosthetic laminar fluid", and "lobulation of the contours". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported right side "rupture, lobulation of the contours, and peri-prosthetic laminar fluid. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to observe since it is a medical event and is not related to the device. Wrinkling: unable to observed. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Additional, changed, and/or corrected data: h6.